Event description:
A (B)(6) male pt contacted zoll customer support to report that the electrode belt connector on the monitor was loose and exposing wires. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (belt connector loose exposing wires) has been confirmed. Upon eval, the electrode belt connector was pulled from the monitor case, pinching internal wires and severing the white pulse wire. The cause of the damaged wires is the pulled connector. The root cause of the pulled connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The pt rec'd a replacement monitor.